Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the bedside monitor is not showing up at the central nurse station. No patient harm was reported. Nihon kohden technical support asked the bme if he could check the monitor bed window on the cns to see if the bed ID is showing up as an option. The bme verified the bed ID is not an option in the monitor bed settings window. The bme verified the hard-wired network connections are seated correctly and rebooted the bedside however, the bedside still did not show up on the cns. N.k. Technical support requested the bme to check to see if the issue is with the bedside nic card or if there is anything going on with the hospital structure. The bme informed n.k. Technical support that his colleague has arrived and is going to help him with this issue. Bme stated that they would call back if additional assistance is needed. No calls have been received since this initial one. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since we could not confirm further troubleshooting or resolution details. Possible causes may include a defective network cable, hardware component failure, or incorrect network settings. Cables may become defective due to physical damage from mishandling or wear-and-tear. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Incompatible network settings may affect communication between the bsm and cns. Review of the complaint device's serial number and the customer's complaint history does not show recurrence or other complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The biomedical engineer (bme) reported that the bedside monitor is not showing up at the central nurse station. No patient harm was reported. Nihon kohden technical support asked the bme if he could check the monitor bed window on the cns to see if the bed ID is showing up as an option. The bme verified the bed ID is not an option in the monitor bed settings window. The bme verified the hard-wired network connections are seated correctly and rebooted the bedside however, the bedside still did not show up on the cns. N.k. Technical support requested the bme to check to see if the issue is with the bedside nic card or if there is anything going on with the hospital structure. The bme informed n.k. Technical support that his colleague has arrived and is going to help him with this issue. Bme stated that they would call back if additional assistance is needed. No calls have been received since this initial one.

Event description:
The biomedical engineer (bme) reported that the bedside monitor is not showing up at the central nurse station. No patient harm was reported. Nihon kohden technical support asked the bme if he could check the monitor bed window on the cns to see if the bed ID is showing up as an option. The bme verified the bed ID is not an option in the monitor bed settings window. The bme verified the hard-wired network connections are seated correctly and rebooted the bedside however, the bedside still did not show up on the cns. N.k. Technical support requested the bme to check to see if the issue is with the bedside nic card or if there is anything going on with the hospital structure. The bme informed n.k. Technical support that his colleague has arrived (B)(6) is going to help him with this issue. Bme stated that they would call back if additional assistance is needed. No calls have been received since this initial one.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor is not showing up at the central nurse station. No patient harm was reported. Nihon kohden technical support asked the bme if he could check the monitor bed window on the cns to see if the bed ID is showing up as an option. The bme verified the bed ID is not an option in the monitor bed settings window. The bme verified the hard-wired network connections are seated correctly and rebooted the bedside however, the bedside still did not show up on the cns. N.k. Technical support requested the bme to check to see if the issue is with the bedside nic card or if there is anything going on with the hospital structure. The bme informed n.k. Technical support that his colleague has arrived (B)(6) is going to help him with this issue. Bme stated that they would call back if additional assistance is needed. No calls have been received since this initial one.nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.the following fields contain no information (ni), as attempts to obtain information were made, but not provided:a2 - a6 attempt # 1:09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 2:10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 3:10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received.b6attempt # 1:09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 2:10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 3:10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received.b7attempt # 1:09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 2:10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 3:10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received.d10 attempt # 1:09/19/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 2:10/10/2023 emailed the customer via microsoft outlook for patient information: no reply was received.attempt # 3:10/12/2023 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The biomedical engineer (bme) reported that the bedside monitor is not showing up at the central nurse station. No patient harm was reported. Nihon kohden technical support asked the bme if he could check the monitor bed window on the cns to see if the bed ID is showing up as an option. The bme verified the bed ID is not an option in the monitor bed settings window. The bme verified the hard-wired network connections are seated correctly and rebooted the bedside however, the bedside still did not show up on the cns. N.k. Technical support requested the bme to check to see if the issue is with the bedside nic card or if there is anything going on with the hospital structure. The bme informed n.k. Technical support that his colleague has arrived and is going to help him with this issue. Bme stated that they would call back if additional assistance is needed. No calls have been received since this initial one.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-6301a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6301a to mu-631ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.